Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedances on the rv channel. The measurements were greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and the lead was surgically capped and abandoned. The lead was tested on the pacing system analyzer (psa) and impedances were within normal limits. An x-ray was thoroughly examined and no lead damage was visible. This crt-d remains in-service. No additional adverse patient effects were reported.